Event description:
It was reported that a malfunction occurred resulting in a blood glucose (bg) level of "high." The customer addressed the issue by administering a correction injection which successfully resolved the bg. Technical support provided instructions to reset the pump, and the malfunction did not recur after resetting. The customer was able to continue using the pump and was advised to contact support again if the issue reappeared.